Manufacturer narrative:
The device was returned for analysis. The reported peeling print pad was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the return device condition, it is likely that incorrect cleaning or rubbing/friction action during the preparation caused partial removal of the pad print. It should be noted that the biocompatibility testing for the white ink used in the prostyle smcr guidewire port marker pad print returned with a toxicology assessment ¿no biological risk ¿ below tolerable exposure. Titanium dioxide (the white ink used in the pad print) is generally regarded as nontoxic and biologically inert. It is also water insoluble and therefore cannot be removed by saline and or blood contact alone. In this case, the markings may have come off as a result of rubbing/friction action during the preparation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of an unspecified access site using a prostyle device using the pre-close technique prior to an interventional procedure. There was no patient involvement. Reportedly, the white markings (paw prints) at the guidewire exit port came off during preparation. The sutures of two new prostyle devices were successfully pre-placed. The interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.